Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed because it was fractured at the neck during the clinical procedure. The doctor confirmed that the patient did not suffer any negative impact on his health as a result of the event.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified the implant fractured at the collar region and what had the appearance of bone tissue debris at threads of implant. The patient was noted to have moderate density (type ii) bone. The reported device was located on tooth # 19 and was used for approximately 3 years, 11 months. Complainant reported that the implant was removed because it was fractured at the neck. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.

Event description:
No further event information is available at the time of this report.